Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap unknown procedure, scissoring occurred in three devices when they were fired for functionality. The devices were not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m92p6t. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, 4 clips conforming were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 16 conforming clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The reported event could not be confirmed as no scissored clips were note during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.